Manufacturer narrative:
Description of problem or event: the system controller, (B)(4), may have caused the patient's death. The original report is under the lvad. Please refer to MFR# 2916596-2019-02141 for the original report. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 years 1 months (calculated from manufactured date). Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed and reproduced during analysis. The evaluation of the returned system controller, serial number (B)(4), revealed a compromised pcb component (open fuse). As a result the returned system controller displayed call hospital contact/driveline power fault alarm when connected to a test pump. The pump support was not affected and the system controller operated successfully a test pump with a driveline power fault alarm active. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The open fuse was successfully replaced and the system controllers operated as intended with no active alarms. A full functional test was performed and the controllers passed all test steps. The system controllers operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log files (event and periodic) were successfully retrieved from the system controller. The event log file contained some routine events captured on (B)(6) 2018 and (B)(6) 2018. The events recorded from (B)(6), 8:39 pm to (B)(6), 12:31am revealed that the recorded speed was 0 rpm. The data captured on (B)(6) at 9:00 pm revealed that a controller internal fault alarm associated with a fuse b open became active. Driveline disconnect and lvad off alarms were recorded 1 second later and remained active until (B)(6) 12:31 when the controller was forced to a sleep mode. The data contained in the periodic log file did not add any new information regarding the reported event. In conclusion, the data contained in the event log file and the burn mark observed in the driveline connectors indicated that the driveline power fault alarm was a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuses in both system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a yellow wrench while attempting to change the primary system controller. The reason for exchanging the system controller or the alarm was unknown. The patient was found minimally responsive based on the ems, and was pronounced dead at an outside hospital at sutter delta. The manufacturer's technical service representative reviewed the log file and observed driveline power faults with low flow. The driveline was subsequently disconnected. Additional information: it was reported that the patient expired from right ventricular failure which was diagnosed before the implant of the vad.

Manufacturer narrative:
Correction.